Manufacturer narrative:
The site explained that they were not sure of which machine they were using when the corneal burn occurred. The company service rep examined the system and was not able to duplicate the failure. The system met specifications. The service rep reported that some of the site's handpieces have been repaired by a third party. The complaint history was reviewed and there were no other complaints reported for this system. The service history was checked and there were no other related service calls. The device history record was reviewed and there were no mfg issues during assembly/testing. The root cause of the corneal burn could not be determined. The company service rep examined the system and found that it met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsifications, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The customer reported that a corneal burn had occurred during a procedure. They also stated that the machine was sluggish and had poor vacuum. Additional information has been requested.